Manufacturer narrative:
The device is expected to be returned for an investigation. However, it has not been yet returned. (B)(4).

Event description:
It was reported by a customer in (B)(6) that they regularly use the shiley 8fen tracheostomy tubes, and prior to use, they clean/check the patency of the unit inner non- fenestrated liner. For a ventilated patient, they use the 8sic liner. A patient incident occurred when the inner cannula was swapped for cleaning, and the nurse forgot to re-insert the normal white inner cannula. This resulted in potential patient harm from a blocked tracheostomy tube. It was, however, resolved with suction and saline nebulizers. There was no reported patient injury.